Event description:
It was reported that the customer had a button error on his or her insulin pump. The device was returned for analysis. No additional information was returned.

Manufacturer narrative:
Findings: pump was received with button error alarm due to corroded keypad traces. Unit had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.